Event description:
It was reported that the patient had a pocket infection which was initially treated with antibiotic therapy. It was further reported that a possible re-infection occurred and required a surgical pocket revision procedure. The device was explanted. It was noted that the patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. Unknown competitor lead 2013 (B)(6); 419588 implantable pacing lead 2013 (B)(6); 419588 implantable pacing lead 2013 (B)(6). (B)(4).